Event description:
ICD rpt'd as implanted on 5/2/95. Ventricular defibrillator lead required removal and replacement 9/5/97. Pt presented to the ep laboratory in the fasting, nonsedated state. Interrogation of his device revealed no therapies delivered. Battery voltage 6.03. Last capacitor info 9.86 seconds on july 2nd. Interrogation of the device reveals that his pacing threshold is at 8.4 volts, 1.53 milliseconds did not pace. R waves are 3 millivolts. Facility had some difficulty after he was adequately sedated inducing ventricular fibrillation as could not pace, and therefore to wave shocking over 50 hertz was not really successful inducing arrhythmias. These induced runs of a ventricular tachycardia that would spontaneously terminate. Ultimately, though, ventricular tachycardia was induced. The device recognized this, but 24 joule shock failed to restore sinus rhythm, and a 34 joule shock failed to restore sinus rhythm and an external 360 joule shock was required to restore sinus rhythm. This is inappropriate therapy of the device and reporter believes it is because of the lead. The device was still on with vf cut-off of 320, vt cut-off of 420, all therapies were 34 joules. He will need to be admitted and have his lead extracted once his coumadin therapy is adequate.